Event description:
The procedure was completed using a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. E224 error occurred due to a cable failure, e224 error is the error that occurs when communication with a camera head fails. It is likely that poor communication occurred due to cable failure and the image was not displayed. It is unknown what caused the cable to fail. This issue is addressed in the instructions for use (IFU): do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found error code e224 displayed intermittently due to a faulty cable, which also had kinks on both sides. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no picture when using the 4k autoclavable camera head. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.